Event description:
Patient presented in the clinic after receiving a vibratory notification. After reviewing session record files, it was concluded that the device had been subject to accelerated battery depletion since implant. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Data to be faxed to medwatch! Ordered calibration gas - e cylinder: 5% co2, 12% oxygen for blood gas analyzer. Rec'd cylinder with 2 labels: 5% co2, 12% oxygen; 10% co2, 12% oxygen. Reported mislabeled cylinder to (B)(4) at (B)(4), (B)(4), and called (B)(4) corporate office: notified (B)(4) at (B)(4). Ordered calibration gas: 5% co2, 12% oxygen. Rec'd "blood gas mixture - 4% co2, 16% oxygen. Reported wrong gas to (B)(4) at (B)(4), (B)(4), called (B)(4) corporate. Ordered calibration gas e cylinder: 21% oxygen, 79% nitrogen for pulmonary function testing. Rec'd e cylinder labeled 21% oxygen, 79% nitrogen with heliox (helium/oxygen) pin - indexed stem. Reported mislabeled cylinder to (B)(4) at (B)(4) at (B)(4) risk mgr. Diagnosis or reason for use: #1 & #2. Calibration gases for blood gas analyzer. Event reappeared after reintroduction: #1. & #2. No.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. Based on all available parameter and usage information, the device was found to be outside of the expected limits. The device was analyzed with a new battery and found to be normal. The battery was sent out to the vendor for further evaluation, and no anomaly was detected. The cause for the premature battery depletion could not be determined.